Event description:
I had total knee right knee replacement surgery on the date mentioned above. At the time of recovery I felt that my knee was not improving, to this date it was not improved. I feel a lot of pain throughout the knee, the tendon on the outside of the knee hurts a lot when I bend it. My knee feels unstable and pops a lot all the time. The doctor suggested another surgery it calls revision surgery, but I don't feel safe for another surgery at this time. I'm still suffering from the last one. I don't know if the device is defective or is the doctors negligence. But my knee is the same or worse than before. Findings: moderate suprapatellar joint effusion, tendinopathy.